Event description:
It was reported that during implant the lead would not stay fixated in a septal location. It was also reported that the lead helix became increasingly difficult to extend or retract. The lead was removed and it appeared there was a small amount of tissue in the helix. A new lead was requested and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that while tissue was found on the helix, the helix was able to be extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.